Event description:
It was reported that the patient underwent a balloon kyphoplasty procedure at t12. It was reported that while the inflatable bone tamp (ibt) was being inflated, the balloon ruptured at 140psi. The ibt was removed and the procedure was completed successfully using a new ibt. No fragments of the balloon were left in the patient and no patient complications were reported.

Manufacturer narrative:
(B)(6): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.